Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were in emergency room due to unknown reason on unknown date with unknown blood glucose level. Customer reported that the insulin pump was freeze. It was unknown that auto mode feature was active or not at the time of event. The customer was declined the troubleshooting. The insulin pump will not be returned for analysis.